Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited high out of range impedance measurements of greater than 2000 ohms. A revision procedure was performed where the rv lead was tested with the pacing system analyzer (psa) and yielded in range measurements. When tested through the device the out of range impedances were able to be replicated. Subsequently the lead was surgically abandoned and a new lead was implanted. The pacemaker remains in service. No additional adverse patient effects were reported.